Manufacturer narrative:
Philips service cleared the debris from the footpedal and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the footpedal was intermittently working due to debris on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.